Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture not capturing the arterial wall was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic stenting procedure, pre-close placement of the sutures was attempted of the left and right common femoral arteries (lcfa & rcfa) using perclose proglide devices. During suture placement in a 6-french sized lcfa access site and a 6-french sized rcfa access site, the devices were correctly positioned by pulling the device against the artery wall with good pulsatile blood from the device marker lumens. When the devices were retracted, the sutures did not capture the artery wall and the entire sutures with the knots were observed outside of the vessel. The devices were removed and the suture of one other proglide device was successfully deployed in the lcfa and the suture of one other proglide device was successfully deployed in the rcfa and set to the side. The lcfa access site was upsized to 16-french procedural sheath and the rcfa access site was upsized to 20-french procedural sheath. After conclusion of the abdominal aortic stenting procedure, the knots from the proglide devices were sequentially advanced and tightened at each access site to achieve hemostasis. Although the procedure was performed under general anesthesia, the level of anesthesia was not changed due to the reported experience with the proglide devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.